Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had sensor error. It was reported that the sensor had no electrode. It was reported that the sensor would be replaced and returned for analysis. The customer's blood glucose level was reported to be 234mg/dl. No further information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the customer did not return needle. Only sensor.